Event description:
It was reported that in august 2025 (exact date unknown), the patient consulted a dermatologist to evaluate skin irritation at a pod infusion site. The patient reported developing a skin reaction described as a ¿chemical burn¿ at the infusion site, which prompted discontinuation of omnipod use. The patient was diagnosed with contact dermatitis and prescribed triamcinolone for treatment. The infusion site location or duration of pod wear prior to symptom development was not specified. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and contact dermatitis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.